Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega suturecut needle driver had broken wire the procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mega suturecut needle driver instrument to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have a broken grip cable at the grip hub. The cable was fully broken. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The instrument was also found to have a grip cable dislodged at the proximal end. The instrument was found to have corrosion/contamination on the bearings. Input disk bearings exhibit orange discoloration. The corrosion was observed to be found on the outer ring/cage/inner ring/rolling elements/multiple components of the bearing. Furthermore, the instrument was found to have an excessive amount of dried, white residue on the clamping pulley of input disks located in the backend of the instrument. The groove surfaces exhibited a residual, powder-like deposit, that could be removed by wiping. The instrument was found to also have a dislodged flush tube guide.

Event description:
Refer to h10/h11 for follow-up information.